Manufacturer narrative:
No lot number was received; therefore, a device history review cannot be conducted. Based on all available information, no casual factors can be determined and no conclusion can be drawn. Additional information will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device labeling single use or reuse.

Event description:
The optometrist assistant reported to the (B)(6) affiliate that the consumer came into store and the optometrist diagnosed her with an ulcerated cornea in her left eye. It was the optometrist's opinion that the corneal ulcer was caused by wearing a split lens. Optometrist advised consumer to stop contact lens wear. The optometrist recommended the consumer use sustain eyedrops and prescribed terramycin, a couple of drops tid or qid and then prn until healed. Consumer has thrown all lenses and packaging away, no product investigation is possible. On (B)(6) 2012, the optometrist confirmed the ulcer was not infectious. Optometrist confirmed the ulcer was not infectious. Optometrist also confirmed that the pt's eye has fully healed and she is now wearing contact lenses again without further problems. There was no notation of va being taken. Office staff stated the ulcer was "around the iris." A corneal ulcer may or may not be a serious injury. However, since details of location or visual acuity were not available, this event is being reported as worst case.